Manufacturer narrative:
The reported events of sensing noise and intermittent capture were not confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
During an initial implant procedure, noise resulting in oversensing and intermittent capture were observed on the right ventricular (rv) lead. The rv lead was then explanted and replaced to resolve the event. The patient is stable.